Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon returned a completed questionnaire reporting that a patient had been diagnosed with tass (toxic anterior segment syndrome) following a cataract extraction procedure. The staff at the facility could not identify any specific products that could be contributing to this event. Seven days post-operatively, the patient was doing well and, "excellent post-op course" was noted.